Event description:
It was reported that multiple cartridge alarms occurred. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Device not returned